Event description:
It was reported to boston scientific corporation in 2008, that a prolieve rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure (patient age and weight unknown). According to the complainant, the prolieve rtm was not working properly as it was displaying sporadic temperature changes. The device was replaced with another of the same to complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. False readings. Functional testing revealed all temperature readings were within specifications. The root cause is unknown as no problems were found with the rtm.